Event description:
Per the clinic, the patient has a history of an acoustic neuroma and never achieved word recognition ability. The device was explanted on (B)(6) 2023, and the patient was re-implanted with a percutaneous baha implant system.